Manufacturer narrative:
The actual product involved with the incident reported will not be returned, however, one unopened sample of the reported lot was received for evaluation. Method - relevant portions fo the device history record were reviewed. Finished good product was received into inventory without quality issues. No inventory available for the lot reported. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lots. The needle supplier has been made aware of this complaint of a continued investigation. On (B)(4) 2014, one (1) unopened sample of item sxmd2b407 from finished goods lot mbjn740 was received for evaluation. A visual inspection was performed on the needles attached to the sample they were found acceptable. Per the needle supplier, the most probable root cause of the needle breakage could have been material selection/processing. However, the sample met needle selection/processing. However, the sample met needle pull criteria for the type of product and visual inspection of the needles were acceptable.

Event description:
It was reported that, "the nurse said dr. Tl poon was doing the repaired of left medial patellar retinaculum. When the surgery was completed, the doctor wanted to close the joint capsule with stratafix (sxmd2b407). The nurse observed that the needle and suture were separated fro the first pack of stratafix. For the second pack, she observed that the needle was broken. The third pack of stratafix is in normal condition." There was no adverse consequence to the patient. (B)(4).